Manufacturer narrative:
The aquabeam handpiece was not returned for investigation. Three good-faith efforts were made to retrieve the device, but to no avail. Thus, the root cause remains undeterminable due to the inability to investigate the handpiece. A review of the device history record (DHR) for the aquabeam robotic system/serial number (B)(6) and aquabeam handpiece/ lot number 23c10516 was conducted, which confirmed that there was one (1) non-conformance issued to this lot during the manufacturing process that could potentially be related to the reported failure. The lot was segregated and affected units were reworked and re-inspected as part of our handpiece final inspection process. Upon re-inspection, the lot met all required specifications and was deemed acceptable to be released for distribution. The current user manual sj-um0101-00 rev. B, um, aquabeam robotic system user manual, us, baytech was reviewed. Table 5: system detected errors and faults e22 - motorpack error release foot pedal and click x. If error persists, reconnect handpiece to motorpack. If error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
N/a

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during aquabltion procedural setup, the aquabeam robotic system generated an "e22 - motorpack error" and could not be cleared despite multiple troubleshooting steps. Two more aquabeam handpieces were opened but the issue persised. A fourth aquabeam handpiece was opened and procedure was completed successfully. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.